Event description:
It was observed that during the device inspection, the gastrointestinal videoscope jet tube had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the auxiliary water channel was not confirmed. The legal manufacturer could not confirm that the reprocessing was conducted in accordance with the instructions for use (IFU), as three attempts were made to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.